Event description:
It was reported by svc report that the scale was inaccurate. It was further reported, the power cord was missing the ground prong and the headboard was damaged with exposed sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cell; headboard.